Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that during hemodialysis treatment, the bd luer-lok¿ 1-ml syringe had blood leakage at the piston handle of the syringe. The following information was provided by the initial reporter: "the patient underwent hemodialysis treatment at 9:00 am on (B)(6) 2022. Two hours after hemodialysis, the inspection found that there was blood leakage at the piston handle of the syringe, and the heparin syringe was replaced immediately to complete the hemodialysis. No patient harm was caused."

Manufacturer narrative:
Investigation summary a device history record review was completed for provided material number 301948 and lot number 2105223. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were not available for return, our quality team obtained twenty retained samples for evaluation. The retained samples did not show any signs of leakage.

Event description:
It was reported by the customer that during hemodialysis treatment, the bd luer-lok¿ 1-ml syringe had blood leakage at the piston handle of the syringe. The following information was provided by the initial reporter: "the patient underwent hemodialysis treatment at 9:00 am on (B)(6) 2022. Two hours after hemodialysis, the inspection found that there was blood leakage at the piston handle of the syringe, and the heparin syringe was replaced immediately to complete the hemodialysis. No patient harm was caused."